Event description:
A customer reported experiencing a cartridge alarm with their insulin pump, and the issue did not have an adverse impact on their blood glucose level. The customer encountered cartridge alarms with consecutive cartridges, which happened between the previous day and the current day. The customer replaced the cartridges and was able to resume insulin delivery, but the alarm recurred. Tandem technical support confirmed the alarms and decided to replace the pump, advising the customer to return the problematic pump using the provided return box and label. The customer was informed that they would receive a replacement pump with updated software and needed to program their pump settings and connect their cgm to it. The customer also received instructions on putting the pump into storage mode and agreed to return the pump within 10 days to avoid being charged. The replacement pump was sent, and meanwhile, the customer would use multiple daily injections (mdi) as backup therapy.